Event description:
It was reported that neptune's power plug was arcing and causing the insulation to melt. This was discovered when the device was being serviced. There was no patient involvement or adverse consequences related to this event.